Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the disconnection occurred during dawn while she was asleep. The catheter was in the left arm and the pump in the waist on the left side. The patient was using the catheter for 3 days. No further information available.